Manufacturer narrative:
The g2 field was corrected based on information available at the time of the initial submission. In addition, the following non-reportable malfunction was observed during the device evaluation: the control unit was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the image sensor cable buckled inside the bending part of the insertion part resulting in image blackout. The damage to the image cable was due to excessive stress such as excessive twisting and bending. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified surgery, the endoeye flex deflectable videoscope displayed blacked out image when the doctor bent the angle and lost the image in a certain direction. It is unknown whether the doctor changed the angle and restored the image or replaced the equipment. The procedure was completed without any impact to the patient. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The screen blacked out when angled. It is unknown whether the video was restored by changing the video or the equipment that was replaced was reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.